Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-05819; 2017865-2020-05820. It was reported that patient presented to the hospital with a pocket infection. Atrial and ventricular leads were removed. The device was removed from the patient and then positioned on the outside of their body. A new right ventricular lead was attached so that patient could continue having pacing delivered. Patient condition before and after the procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.